Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: the complaint device (unk - screws: trauma) was not received for investigation. A photo investigation was performed based on the photos received. The images were reviewed, and the complaint condition is confirmed. A plate and screw construct is present at the distal tibia and a second plate and screw construct at the lateral aspect of the distal fibula, there is evidence of (2) screws that appear to be broken. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: no mre could be performed due to unknown lot number of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a removal of broken screws for revision ankle procedure. The procedure was successfully completed. Patient status is unknown. Concomitant devices reported: unk - plates: trauma(part# unknown, lot# unknown, qty unknown). This complaint involves two (2) devices. This report is for (1) unk - screws: trauma this report is 2 of 2 for (B)(4).